Manufacturer narrative:
The reported event of failure to retract helix was confirmed. As received only the distal end of the lead was received for analysis with helix retracted and clogged with blood/tissue. The cause of the reported event was isolated to the helix being clogged with blood/tissue. During analysis, visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region consistent with friction to another device or feature of the patient's heart.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported that the patient presented with a fever, pocket hematoma and infection. The infection was identified by blood culture. The patient was scheduled for a system explant procedure. During the procedure, the right atrial(ra) lead would not unscrew and the right ventricular lead(rv) lead broke. The entire system was explanted. No additional information was reported. Related manufacturer reference number: 2017865-2022-05343 & 2017865-2022-05355.